Manufacturer narrative:
The issue reported describes a known complication of glaucoma drainage devices that relates to the surgeon leaving the tube too long in the anterior chamber or inserting the tube at an angle that leads to abutting the corneal endothelium, which can lead to loss of corneal endothelial cells. Leaving the tube too long or inserting at an angle that leads to touch with corneal endothelium are not in line with the IFU and would be an anticipated complication from not following the IFU. This is not a shortcoming of the device or an adverse event that is caused by improper functioning of the device.

Event description:
Subject underwent right eye ahmed glaucoma implant surgery on (B)(6) 2019 as planned. During post operative day 1 visit on (B)(6) 2019, long tube in anterior chamber close to cornea was noted under slit-lamp examination with no other complications. Number of cell count was observed dropping gradually from month 1 to month 3 visit as compared to pre-operative visit, due to the length of the tube in anterior chamber. Thus the decision is to perform tube trimming in operating theatre as scheduled on (B)(6) 2020. Preoperative visit on (B)(6) 2019, the cell count number is 1715. Month 1 visit on (B)(6) 2019, the cell count number is 1385. Month 1.5 visit on (B)(6) 2020, the cell count number is 1305. Month 3 visit on (B)(6) 2020 the cell count number is 1117.